Event description:
Description: husband called stating customer was admitted to hosp with high blood glucose. Wife stabilized with insulin drip. Infusion set removed at hosp and not available for return. Husband stated pump was alarming no delivery repeatedly. Wife was disengaging driver arms, manipulating syringe, then reengaging driver arms while still hooked up to pump. Technician explained inherent danger associated with this practice.